Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this device was performed. Analysis confirmed that the device was functioning and depleting normally. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device was part of a system revision due to infection with sepsis. There were no adverse patient effects reported. This crt-d device was explanted.